Manufacturer narrative:
This report is being submitted as follow-up # 1 to provide the sample evaluation results. (B)(4. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed the customer's complaint. The urethane outer layer was noted to be missing on approximately 970mm - 1000mm from the distal end of the shaft, where the core wire was exposed completely. Magnifying inspection of the urethane-missing segment found at the proximal end of the exposed core wire, the urethane outer layer had rolled back over the guide wire shaft in the proximal direction. The portion rolled back over the guide wire measured approximately 15mm in length. There was no damage, such as a scratch, on the surface of the exposed core wire. The outside diameter was measured on the undamaged segment and was confirmed to meet manufacturer specification. Functional testing was conducted: a current product sample was pinched at a point with forceps and pulled in the proximal direction. The urethane outer layer ripped off at the pinched point and peeled off the core wire leaving the core wire exposed. At the proximal end of the exposed core wire the urethane outer layer rolled back over the guidewire shaft in the proximal direction. The state of the damage was observed to be very similar to that of the actual sample. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined, it is likely that the actual sample was pinched and pulled in the proximal direction with an object resulting in the reported event. The device labeling does address the potential for such an event in the instructions-for-use (IFU) which states the following: "do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Follow up information confirmed that the reported urethane shearing occurred outside of the patient's body. It was reported that the staff could feel the inconsistency when they ran their fingers down the length of the sample.

Manufacturer narrative:
D4 - UDI number not yet required for this product code. The actual device was returned to the manufacturing facility and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the coating had come off the glidewire. Follow up communication with the user facility confirmed the following information: the procedure was arteriogram/aortogram with runoff; popliteal arthrectomy and angioplasty. The doctor reported that the coating was missing from the glidewire. There was no clinical outcome or consequences. The patient was not harmed.